Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified in d2 and g4. H10: manufacturing review: a manufacturing related root cause was considered; therefore, the lot history records were reviewed with special attention to manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system was returned for evaluation. The stent was found completely deployed and not returned, as it was deployed inside the patient. The inner catheter cardan tube was found broken at the distal end, and the distal end including tip was missing which leads to confirmed result for inner catheter cardan tube break and detachment. An indication for a manufacturing related cause could not be found. In this case the iliac bifurcation was steep, the vessel was slightly calcified, and the lesion was pre dilated. System compatible 6f introducer and 0.035 inch guidewire were used for access. The guidewire reportedly was running smoothly inside the system, the system was correctly held during deployment at the stability sheath, and a force increase was not felt during deployment and removal. Based on the information available the investigation is closed with confirmed result for inner catheter break and subsequent detachment. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Regarding pre dilation the instructions for use states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Under materials required the instructions for use states: '5f (1.67 mm) or larger introducer sheath; 0.014-inch (0.36 mm) - 0.035-inch (0.89 mm) diameter guidewire'. Regarding insertion and removal difficulty of the delivery system the instructions for use states: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.', and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' Holding and handling of the system throughout deployment was found sufficiently described. H10: h2, d4 (expiration date: 06/2025), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that the distal end of the inner catheter of a 5f delivery system allegedly broke off after stent placement. The stent was placed in the right femoral artery with a crossover approach and access via the left common femoral artery. As reported the aortic bifurcation was very steep. There were no reported difficulties and no increased deployment forces during placement of the stent. However, when the delivery system was removed the distal end of the 5f deliver system broke off in the pelvis region. Multiple attempts to remove the segment via snare were conducted, which failed as the catheter segments broke several times. To recanalize the iliac arteries and the left superficial artery another stent was intended to be placed. However, this approach was unsuccessful and an open surgery was required to remove the broken segments of the 5f delivery system. The patient is reportedly recovering.

Event description:
It was reported that the distal end of the inner catheter of a delivery system allegedly broke off after stent placement. The stent was placed in the right femoral artery with a crossover approach and access via the left common femoral artery. As reported the aortic bifurcation was very steep. There were no reported difficulties and no increased deployment forces during placement of the stent. However, when the delivery system was removed the distal end of the deliver system broke off in the pelvis region. Multiple attempts to remove the segment via snare were conducted, which failed as the catheter segments broke several times. To recanalize the iliac arteries and the left superficial artery another stent was intended to be placed. However, this approach was unsuccessful and an open surgery was required to remove the broken segments of the delivery system. The patient is reportedly recovering.

Manufacturer narrative:
H10: the initial MDR was inadvertently submitted with a g3 date of 01/26/2023. The correct g3 date is 01/25/2023. H10: additional information was received, and the file was reassessed for reportability and downgraded to be reportable as malfunction. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10:(expiration date: 06/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 06/2025).

Event description:
It was reported that during a stent graft placement procedure via femoral artery, the device shaft allegedly had a break inside the patient. Reportedly, open heart surgery was performed to remove the broken parts. The current status of the patient is unknown.